Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, it was noted that the thrombus on the leaflets suggested post-anticoagulation thrombus formation. The root cause of this event cannot be conclusively determined with the available information; however, it appears that this event was like due to patient related factors. There is no indication or allegation of a device malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions required at this time.

Event description:
It was reported that a bioprosthetic aortic valve, implanted for two (2) years and eight (8) months, was explanted due to thrombus and ascending aortic aneurysm repair. The explanted device was replaced with another edwards bioprosthetic valve without complications. The patient tolerated the procedure well despite the difficulty of the operation. He was transferred to the cv ICU in stable condition. He was discharged on pod #15. Through review of medical records, this (B)(6) male, (B)(6), patient has a medical history of aortic valve insufficiency status post aortic valve replacement in 2015. Because he was not willing to receive transfusions at that time, the surgeon chose not to perform the ascending aortic replacement or repair that the patient also needed. After several months of erythropoietin and iron sucrose infusions, the patient was finally operated. The patient underwent aortic root replacement and ascending aortic aneurysm repair with a 28 mm valsalva graft. Intraoperative findings, preprocedural transesophageal echocardiogram showed that the aortic valve prosthesis was functioning properly with a mean gradient across that valve of approximately 10 to 12. Left ventricle was severely hypertrophied. This was clearly secondary to severe underlying uncontrolled hypertension as the patient's previous pathology was aortic insufficiency, not aortic stenosis. In the area of the sinus of valsalva or the noncoronary cusp was extremely dilated and clearly consistent with a maximum diameter of 6.9 cm. The aneurysm extended into the ascending aorta and tapered at the very distal aspect adjacent to the innominate artery takeoff. A bentall procedure was performed. The surgical team sacrifice the previous aortic valve prosthesis as there was evidence of some thrombus on the leaflets themselves suggesting post-anticoagulation thrombus formation within the cusp of the bovine pericardial valve. He also has history of hypertension, (B)(6), paroxysmal atrial fibrillation, and iron deficiency anemia.